Manufacturer narrative:
The device was returned to olympus for evaluation and the reported issue was confirmed. The bending section cover glue was chipped. Fibers were lifted and sticking out. The bending section had a detached distal end. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported by the customer, during reprocessing, fibers were found in the cysto-nephro videoscope. No patient harm reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, some external force was applied causing the broken tip and chipped adhesive, and the fibers inside came out. The specific root cause for the external force that led to the chipping of the tip portion and the adhesive portion cannot be identified. This event can be prevented/detected by following chapter 3 preparation and inspection of the instructions for use which state: "3.3 inspection of the endoscope: the covering on both ends of the bending section is wound with thread. The adhesives cover them so that they are fixed. Therefore, the thread is exposed if the adhesives become chipped." Olympus will continue to monitor field performance for this device.